Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " peel away sheath did not 'peel away'. Multiple surgical instruments were used to break the tubing in order to remove it from the patient". The issue was identified during use on patient. The patient condition was reported as "fine". Additional information has been requested from the account.

Event description:
It was reported that: " peel away sheath did not 'peel away'. Multiple surgical instruments were used to break the tubing in order to remove it from the patient". The issue was identified during use on patient. The patient condition was reported as "fine".additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. The customer returned one safe-sheath and the product lidstock for evaluation. The dilator was not returned. Visual inspection of the sheath confirmed that both sheath tabs fully separated from the rest of the sheath body. A portion of the sheath extrusion was still molded onto the separated tabs. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was partially split down the score lines and torn throughout the body. The sheath was wavy and deformed at the locations of separation. Dimensional and functional inspections could not be performed due to the damage to the returned sheath. The instructions for use (IFU) provided with this kit states "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." A device history record investigation identified, non-conformances initiated for batch 13p21j0812 in regards to the complaint 'peel-away sheath tears incorrectly' for material c-70013-003. Based on the sample returned and the fact that the sheath is a purchased component, this is likely a supplier issue. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.